Manufacturer narrative:
One patient sample was returned for investigation. The sample was tested on an elecsys 2010 and the customer's results were confirmed. It was determined there is most likely an interferent in the patient sample. There was no indication of a hama interference. Adding antibodies with different psa specificity did not alter the recovery. Due to the lack of additional sample, further investigation was not possible do determine the nature of the interferent present in the sample.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient on their e601 analyzer. The patient had two samples taken on the day of the event, one plasma and one serum. The patient's tpsa result was 0.274 ng/ml. The patient's fpsa result was 0.376 ng/ml. It was unclear if this was a plasma or serum sample. On (B)(6) 2013, the patient's serum tpsa result was 0.247 ng/ml. The patient's serum fpsa result was 0.353 ng/ml. It was unclear if any results were reported outside the laboratory. There were no adverse events. The tpsa reagent lot number was 169925 and the expiration date was not provided. The fpsa reagent lot number was 168496 and the expiration date was not provided.